Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-20 user's test strip had poor storage. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. Customer just got the meter and test strips. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 260 mg/dl and 287 mg/dl using the meter. The product is not stored according to specification, it is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: lo mg/dl date: (B)(6) 2019, time: 825am, fasting.